Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a review of the receiving inspection (ri) for verse poly driver, shaft was conducted identifying that lot number nn133398 was released in a single batch. Batch1: released on (B)(6) 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the verse poly driver, shaft was returned and received at us customer quality (cq). Upon visual inspection, no visual defects were identified with the returned device. Functional test: during the functional test, the received handle was not locking/holding the shaft when assembled together. The shaft was able to be pulled out from the handles without pressing the button and the poly driver button was not functioning as intended. The missing dowel pin could have caused the device interaction issue. Dimensional inspection: no dimensional inspection can be performed due to the definitive finding of missing components. Document/specification review the current and manufactured revisions were reviewed. Investigation conclusion the complaint condition is confirmed for the verse poly driver, shaft as the missing device of the mating device has caused a device ineration issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The root cause is a missing component of the mating device (handle). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the shaft has repeatedly come off the sleeve of the screwdriver. The usual insertion of the screw is therefore not possible. The surgery was completed without delay. There were no patient consequences. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This complaint involves six (6) devices. This report is for (1) verse poly driver, shaft. This report is 2 of 6 (B)(4).